Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and cgm error did not appear again after reset, so issue was confirmed resolved.